Manufacturer narrative:
Follow-up #1: date of submission: 11/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: a review of the black box indicated an unacknowledged replace cartridge alarm at 00:43 on (B)(6) 2016 leading to a low battery warning at 03:12. Replace battery alarms were recorded at 05:43 and 05:46 on (B)(6) 2016 due to partially discharged batteries being inserted into the pump. Deliveries resumed at 05:53. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programed values. The battery cap was not returned with the pump for investigation; a test battery cap was able to secure properly and was used to complete testing. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 385mg/dl with extreme thirst, excess urination, extreme drowsiness, symptoms of dehydration, headache, and itchy skin associated with a power issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued the pump. The reporter stated that the pump did not have power. The reporter confirmed that there was no physical damage to the pump and no moisture/corrosion in the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with the pump losing power.